Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a severely tortuous and severely calcified shunt in the limb. After a guide wire crossed the lesion, a 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation below the nominal pressure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries were reported.